Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one coil had migrated out of her fallopian tube/device migration/the second fallopian tube was patent") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2010 - hysterosalpingogram (hsg) test was performed and one coil had migrated out of her fallopian tube, and the second fallopian tube was patent. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), infection ("infection nos"), hypersensitivity ("allergic reactions") and migraine ("migraine") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure devices). Essure was removed. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, back pain, dyspareunia, alopecia and abdominal pain had not resolved and the menstrual disorder, infection, hypersensitivity, weight decreased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic discomfort, pelvic pain and weight decreased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms at an urgent care facility, but was unable to resolve her symptoms. She also is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: essure device was successfully occluded; on (B)(6) 2010: results: one coil had migrated out of her fallopian tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received. Events per summons: menstruation issues, infections, allergic reactions, weight loss, migraines were added. Essure insertion date was updated. Essure removal procedure was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of metal coiled wire/ two separate fragments of silver metal coiled wire') and device dislocation ('one coil had migrated out of her fallopian tube/device migration/the second fallopian tube was patent') in a 30-year-old female patient who had essure (batch no. 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion and c-section (2001). *in 2010 - hysterosalpingogram (hsg) test was performed and one coil had migrated out of her fallopian tube, and the second fallopian tube was patent. Concurrent conditions included breast tenderness, breast pain female, nipple pain, menstruation irregular, uterine bleeding, vaginal discharge, vulval itching, vulval burning sensation, yeast infection, vulvovaginal candidiasis, lower abdominal tenderness, nickel sensitivity, left lower quadrant pain, perineal pain, weight gain, dysmenorrhea, anxiety and depression. Concomitant products included alprazolam, docusate sodium (colace), fexofenadine hydrochloride (wal fex) from 23-feb-2017 to 23-mar-2017, ibuprofen from 16-mar-2017 to 29-mar-2018 and paracetamol (acetaminophen) since august 2010. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain ("chronic pelvic pain/pelvic pain"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal infection ("infection nos/ infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions") and migraine ("migraine") and was found to have weight decreased ("weight loss"). The patient was treated with fluconazole (diflucan), miconazole nitrate (monistat), nystatin, triamcinolone and surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menstrual disorder, vaginal infection, hypersensitivity, weight decreased, migraine, vaginal haemorrhage, anxiety, depression, allergy to metals and dysmenorrhoea outcome was unknown, the device dislocation, pelvic discomfort, menorrhagia, back pain, dyspareunia, alopecia and abdominal pain had not resolved and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic discomfort, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms at an urgent care facility, but was unable to resolve her symptoms. She also is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Discrepancy noted in essure insertion date, it was given (B)(6) 2010 initially, but in current pfs (B)(6) 2010 was given diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: essure device was successfully occluded; on (B)(6) 2010: unilateral occlusion (left tube occluded, other (please describe) failure to occlude right fallopian tube.; on (B)(6) 2010: results: one coil had migrated out of her fallopian tube; in december 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: a. Right fallopian tube and essure device, salpingectomy and removal: segment of fimbriated fallopian tube and fragments of metal coiled wire b. Left fallopian tube and essure device, salpingectomy and removal: segment of fimbriated fallopian tube and fragments of metal coiled wire. Ultrasound scan - on (B)(6) 2015: essure coils seen and appear wnl follicles seen bilaterally.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, pelvic pain, migraines . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received- new event dysmenorrhea (cramping) were added. New reporters, treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of metal coiled wire/ two separate fragments of silver metal coiled wire') and device dislocation ('one coil had migrated out of her fallopian tube/device migration/the second fallopian tube was patent') in a 30-year-old female patient who had essure (batch no. 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion and c-section (2001). *in 2010 - hysterosalpingogram (hsg) test was performed and one coil had migrated out of her fallopian tube, and the second fallopian tube was patent. Concurrent conditions included breast tenderness, breast pain female, nipple pain, menstruation irregular, uterine bleeding, vaginal discharge, vulval itching, vulval burning sensation, yeast infection, vulvovaginal candidiasis, lower abdominal tenderness, nickel sensitivity, left lower quadrant pain, perineal pain, weight gain, dysmenorrhea, anxiety and depression. Concomitant products included alprazolam, docusate sodium (colace), fexofenadine hydrochloride (wal fex) from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain/pelvic pain"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), the first episode of vaginal infection ("infection nos/ infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions"), migraine ("migraine"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), the second episode of vaginal infection ("vaginal infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with fluconazole (diflucan), miconazole nitrate (monistat), nystatin, triamcinolone and surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menstrual disorder, hypersensitivity, weight decreased, migraine, anxiety, depression and dysmenorrhoea outcome was unknown, the device dislocation, pelvic discomfort, back pain, dyspareunia, alopecia and abdominal pain had not resolved and the pelvic pain, menorrhagia, vaginal haemorrhage, allergy to metals, bladder disorder, urinary tract disorder, cystitis, the last episode of vaginal infection, urinary tract infection, vaginal discharge and weight increased had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms at an urgent care facility, but was unable to resolve her symptoms. She also is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Discrepancy noted in essure insertion date, it was given (B)(6) 2010 initially, but in current pfs (B)(6) 2010 was given patient received treatment for pin, bleeding, allergy, urinary and bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: essure device was successfully occluded; on (B)(6) 2010: unilateral occlusion (left tube occluded, other (please describe) failure to occlude right fallopian tube.; on (B)(6) 2010: results: one coil had migrated out of her fallopian tube; in december 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: a. Right fallopian tube and essure device, salpingectomy and removal: segment of fimbriated fallopian tube and fragments of metal coiled wire b. Left fallopian tube and essure device, salpingectomy and removal: segment of fimbriated fallopian tube and fragments of metal coiled wire. Ultrasound scan - on (B)(6) 2015: essure coils seen and appear wnl follicles seen bilaterally.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, pelvic pain, migraines quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events added: vag. Discharge, bladder infection, bladder problems, urinary problems, uti, weight gain. Rcc comments and outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of metal coiled wire/ two separate fragments of silver metal coiled wire') and device dislocation ('one coil had migrated out of her fallopian tube/device migration/the second fallopian tube was patent') in a 30-year-old female patient who had essure (batch no. 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion and c-section (2001). *in 2010 - hysterosalpingogram (hsg) test was performed and one coil had migrated out of her fallopian tube, and the second fallopian tube was patent. Concurrent conditions included breast tenderness, breast pain female, nipple pain, menstruation irregular, uterine bleeding, vaginal discharge, vulval itching, vulval burning sensation, yeast infection, vulvovaginal candidiasis, lower abdominal tenderness, nickel sensitivity, left lower quadrant pain, perineal pain, weight gain, dysmenorrhea, anxiety and depression. Concomitant products included alprazolam, docusate sodium (colace), fexofenadine hydrochloride (wal fex) from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2018 and paracetamol (acetaminophen) since august 2010. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain ("chronic pelvic pain/pelvic pain"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), the first episode of vaginal infection ("infection nos/ infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions"), migraine ("migraine"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), the second episode of vaginal infection ("vaginal infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with fluconazole (diflucan), miconazole nitrate (monistat), nystatin, triamcinolone and surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menstrual disorder, hypersensitivity, weight decreased, migraine and dysmenorrhoea outcome was unknown, the device dislocation, pelvic discomfort, back pain, dyspareunia, alopecia and abdominal pain had not resolved, the pelvic pain, menorrhagia, vaginal haemorrhage, allergy to metals, bladder disorder, urinary tract disorder, cystitis, the last episode of vaginal infection, urinary tract infection, vaginal discharge and weight increased had resolved and the anxiety and depression was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms at an urgent care facility, but was unable to resolve her symptoms. She also is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Discrepancy noted in essure insertion date, it was given (B)(6) 2010 initially, but in current pfs (B)(6) 2010 was given patient received treatment for pin, bleeding, allergy, urinary and bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: essure device was successfully occluded; on (B)(6) 2010: unilateral occlusion (left tube occluded, other (please describe) failure to occlude right fallopian tube.; on (B)(6) 2010: results: one coil had migrated out of her fallopian tube; in december 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: a. Right fallopian tube and essure device, salpingectomy and removal: segment of fimbriated fallopian tube and fragments of metal coiled wire b. Left fallopian tube and essure device, salpingectomy and removal: segment of fimbriated fallopian tube and fragments of metal coiled wire. Ultrasound scan - on (B)(6)2015: essure coils seen and appear wnl follicles seen bilaterally.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, pelvic pain, migraines lot number: 740654 manufacturing date: 2010-05 expiration date: 2013-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of metal coiled wire/ two separate fragments of silver metal coiled wire') and device dislocation ('one coil had migrated out of her fallopian tube/device migration/the second fallopian tube was patent') in a 30-year-old female patient who had essure (batch no. 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion and c-section (2001). In 2010 - hysterosalpingogram (hsg) test was performed and one coil had migrated out of her fallopian tube, and the second fallopian tube was patent. Concurrent conditions included breast tenderness, breast pain female, nipple pain, menstruation irregular, uterine bleeding, vaginal discharge, vulval itching, vulval burning sensation, yeast infection, vulvovaginal candidiasis, lower abdominal tenderness, nickel sensitivity, left lower quadrant pain, perineal pain, weight gain, dysmenorrhea, anxiety and depression. Concomitant products included alprazolam, docusate sodium (colace), fexofenadine hydrochloride (wal fex) from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain/pelvic pain"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), the first episode of vaginal infection ("infection nos/ infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions"), migraine ("migraine"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), the second episode of vaginal infection ("vaginal infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with fluconazole (diflucan), miconazole nitrate (monistat), nystatin, triamcinolone and surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menstrual disorder, hypersensitivity, weight decreased, migraine and dysmenorrhoea outcome was unknown, the device dislocation, pelvic discomfort, back pain, dyspareunia, alopecia and abdominal pain had not resolved, the pelvic pain, menorrhagia, vaginal haemorrhage, allergy to metals, bladder disorder, urinary tract disorder, cystitis, the last episode of vaginal infection, urinary tract infection, vaginal discharge and weight increased had resolved and the anxiety and depression was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms at an urgent care facility, but was unable to resolve her symptoms. She also is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Discrepancy noted in essure insertion date, it was given (B)(6) 2010 initially, but in current pfs (B)(6) 2010 was given patient received treatment for pin, bleeding, allergy, urinary and bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: essure device was successfully occluded; on (B)(6) 2010: unilateral occlusion (left tube occluded, other (please describe) failure to occlude right fallopian tube.; on (B)(6) 2010: results: one coil had migrated out of her fallopian tube; in (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: a. Right fallopian tube and essure device, salpingectomy and removal: segment of fimbriated fallopian tube and fragments of metal coiled wire b. Left fallopian tube and essure device, salpingectomy and removal: segment of fimbriated fallopian tube and fragments of metal coiled wire. Ultrasound scan - on (B)(6) 2015: essure coils seen and appear wnl follicles seen bilaterally. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, pelvic pain, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: plaintiff fact sheet received. Event¿ depression and anxiety¿ outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of metal coiled wire/ two separate fragments of silver metal coiled wire') and device dislocation ('one coil had migrated out of her fallopian tube/device migration/the second fallopian tube was patent') in a 30-year-old female patient who had essure (batch no. 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion and c-section (2001). *in 2010, hysterosalpingogram (hsg) test was performed and one coil had migrated out of her fallopian tube, and the second fallopian tube was patent. Concurrent conditions included breast tenderness, soreness breast, nipple pain, menstruation irregular, uterine bleeding, vaginal discharge, vulval itching, vulval burning sensation, yeast infection, vulvovaginal candidiasis, abdominal tenderness, nickel sensitivity, left lower quadrant pain, perineal pain, weight gain, dysmenorrhea, anxiety and depression. Concomitant products included alprazolam, docusate sodium (colace), fexofenadine hydrochloride (wal fex) from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain/pelvic pain"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2015, the patient experienced vaginal infection ("infection nos/ infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions") and migraine ("migraine") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menstrual disorder, vaginal infection, hypersensitivity, weight decreased, migraine, vaginal haemorrhage, anxiety, depression and allergy to metals outcome was unknown, the device dislocation, pelvic discomfort, menorrhagia, back pain, dyspareunia, alopecia and abdominal pain had not resolved and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, device dislocation, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic discomfort, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms at an urgent care facility, but was unable to resolve her symptoms. She also is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Discrepancy noted in essure insertion date, it was given (B)(6) 2010 initially, but in current pfs (B)(6) 2010 was given diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2010: essure device was successfully occluded; on (B)(6) 2010: results: one coil had migrated out of her fallopian tube; in (B)(6) 2010: total bilateral occlusion. Pathology test on (B)(6) 2017: a. Right fallopian tube and essure device, salpingectomy and removal: segment of fimbriated fallopian tube and fragments of metal coiled wire b. Left fallopian tube and essure device, salpingectomy and removal: segment of fimbriated fallopian tube and fragments of metal coiled wire. Ultrasound scan on (B)(6) 2015: essure coils seen and appear wnl follicles seen bilaterally. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, pelvic pain, migraines. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs & mr received: new event device breakage wad added. Patients dob was updated. Reporters, lab data, medical history, concomitant condition and drugs were added on 15-aug-2019: pfs received: events onset date were added. New events- "vaginal bleeding, depression, mental anguish, nickel allergy", infection nos was updated to vaginal infection. Outcome of event pelvic pain was updated to recovering/resolving. Lab data and concomitant drugs,lot number, date of removal were added. Fu 3 and 4 process together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of metal coiled wire/ two separate fragments of silver metal coiled wire') and device dislocation ('one coil had migrated out of her fallopian tube/device migration/the second fallopian tube was patent') in a 30-year-old female patient who had essure (batch no. 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion and c-section (2001). *in 2010 - hysterosalpingogram (hsg) test was performed and one coil had migrated out of her fallopian tube, and the second fallopian tube was patent. Concurrent conditions included breast tenderness, breast pain female, nipple pain, menstruation irregular, uterine bleeding, vaginal discharge, vulval itching, vulval burning sensation, yeast infection, vulvovaginal candidiasis, lower abdominal tenderness, nickel sensitivity, left lower quadrant pain, perineal pain, weight gain, dysmenorrhea, anxiety and depression. Concomitant products included alprazolam, docusate sodium (colace), fexofenadine hydrochloride (wal fex) from (B)(6)2017 to (B)(6)2017, ibuprofen from (B)(6)2017 to (B)(6)-2018 and paracetamol (acetaminophen) since (B)(6)2010. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain ("chronic pelvic pain/pelvic pain"), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2011, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6)2015, the patient experienced vaginal infection ("infection nos/ infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6)2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions") and migraine ("migraine") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, menstrual disorder, vaginal infection, hypersensitivity, weight decreased, migraine, vaginal haemorrhage, anxiety, depression and allergy to metals outcome was unknown, the device dislocation, pelvic discomfort, menorrhagia, back pain, dyspareunia, alopecia and abdominal pain had not resolved and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, device dislocation, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic discomfort, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms at an urgent care facility, but was unable to resolve her symptoms. She also is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Discrepancy noted in essure insertion date, it was given (B)(6)2010 initially, but in current pfs (B)(6)2010 was given diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: essure device was successfully occluded; on (B)(6)2010: results: one coil had migrated out of her fallopian tube; in (B)(6)2010: total bilateral occlusion. Pathology test - on (B)(6)2017: a. Right fallopian tube and essure device, salpingectomy and removal: segment of fimbriated fallopian tube and fragments of metal coiled wire b. Left fallopian tube and essure device, salpingectomy and removal: segment of fimbriated fallopian tube and fragments of metal coiled wire. Ultrasound scan - on (B)(6)2015: essure coils seen and appear wnl follicles seen bilaterally.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, pelvic pain, migraines quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.